Manufacturer narrative:
The initial medical device report was submitted ¿ (2938836-2015-04024). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device reached eri prematurely. Session records showed an abrupt drop from 6 years remaining longevity in (B)(6) 2015 and is now at eri. The device was explanted and replaced. Patient condition was fine.